Manufacturer narrative:
Customer facility phone: (B)(6).

Event description:
Information was received indicating that a smiths medical catheter was clogged. This issue happened at least 5 times during the last three weeks. There were no reported adverse events.